Event description:
It was reported that the when the new circuit was primed, a whistling sound was heard coming from the oxygenator. The oxygenator was removed from the circuit and replaced with a new oxygenator. All other components were the same. There was no whistling sound after the oxygenator was replaced.

Manufacturer narrative:
A4 - patient weight not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator, serial number (B)(6), confirmed a high-pitched sound. Although a specific root cause for this finding could not be conclusively determined through this evaluation, there was no report or indication of an issue with the performance of the oxygenator related to gas exchange or pressure. The oxygenator was returned to the abbott facility in burlington, massachusetts where an initial visual inspection was performed. Tubing was present on the blood inlet and outlet ports. A small amount of fluid was present and blood inlet and outlet ports, consistent with reported priming. No obvious damage to the device was observed. Visual inspection did not confirm an issue that would have contributed to the reported event. The oxygenator was placed in a mock loop with a test centrimag pump and water. A high-pitched sound was confirmed while the pump was ran at the reported speed and flow. The sound appeared to become lower in volume when flow was decreased via a tubing clamp. The device history record for the oxygenator was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. No abnormalities were documented which would have caused or contributed to the reported occurrence. This device passed all required testing. The production documentation for the eurosets amg pmp oxygenator, lot number 011336108, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that revolutions per minute were at 3000 when the whistling sound occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no whistling sound after the oxygenator was replaced. When whistling sound occurred, priming fluid flow was at 4lpm, and there was no pressure monitoring. It was also noted that no patient was involved in the event.